Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that ¿power midline leaking from insertion site. Clinician states ¿insertion was atraumatic and no issues when leaving the hospital but patient returned to the hospital with ¿leaking¿. The duration required has been 10 days and it sat at 15cm at the skin so the secur-a-cath can be used.¿ additional information received 31 aug 2023: it was reported patient developed thrombus. Additional information received 5 sep 2023: it was reported patient received additional medical intervention to treat dvt. Patient received an ultrasound and oral antibiotic. Dvt medication was declined. Patient is doing fine.